Event description:
It was later reported that the patient had contracted spinal meningitis following the explantation of his pump and catheter drug infusion system in (B)(6) 2009. Per the reporter, the patient had been treated with intravenous antibiotics for four (4) weeks. It was stated that the patient still had some of the same symptoms two years later, including: nausea, headaches, fatigue, leg muscle cramps and hives on his scalp that turn in to lesions. The patient stated that the neurosurgeon made a diagnosis of fluid filled pockets near his spine following an MRI approximately 2 weeks ago.

Event description:
It was reported that the patient's pump was explanted on (B) (6) 2009. Since that time, the patient noted the following symptoms: ongoing headache, nausea, and fatigue. The patient had a "hole in spine and had spinal leak". Approximately two weeks after surgery, the headache was so bad that the hcp "went back in" to attempt to fix the leak. On (B) (6) 2009, a neurosurgeon "went in to cap off hold". The patient continued to have withdrawal issues and was taking oral medication for fatigue. The hcp later reported that the "pump was explanted due to cost issues and patient not sure if helping". In addition to the cerebrospinal fluid leak, the patient experienced a fever. Per this reporter, the postop leak was surgically repaired. The patient recovered without sequela.

Manufacturer narrative:
(B) (4).